Manufacturer narrative:
Patient has not responded to follow-up attempts to gain additional information.

Event description:
Patient reported she's got a bladder infection, although she didn't specify it was the catheters that caused it.